Event description:
Revision due to intra-op/post-op fracture. The surgeon reportedly broached two sizes larger than had been templated and noticed a minor calcar crack. No cabling was done during the procedure. The bone fracture worsened when the patient was encouraged to walk post-operatively.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.